Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Prior to sensor insertion the area was cleansed with soap and water. The patient developed a rash and redness under the sensor patch. The patient had itching sensation in the area. The patient applied an over the counter topical hydrocortisone cream to the reaction site. On (B)(6) 2024, the patient consulted a physician who prescribed an unspecified oral steroid medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).